Event description:
Information was received from a consumer, a healthcare provider (hcp), and a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 630 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the pump may be over-infusing and the patient was showing signs of potential overdose. The patient woke up on (B)(6) 2017 and had symptoms of altered mental status, being loose (not spastic), being unable to walk and being unable to answer simple questions. The patient was taken to the hospital and a CT scan was taken of the patient's neck/brain. The consumer reported that bubbles were found, which the hcp clarified as air in the brain's posterior cranial fossa. A CT scan was being performed of the patient's chest/abdomen. Neurology was involved and other issues had been ruled out. The hcp did not believe that the patient's issue was related to altitude sickness. It was reviewed that a change in altitude can affect the pump flow rate and the patient if the patient is sensitive to drug changes. A manufacturer's representative was called to work the case and they reported that they would review with the hcp considerations to potentially set back the dose or put the dose in minimum rate and cover the patient with oral medications in the meantime. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the hcp had decreased the dose by 7%. The rep also made inquiries regarding the altitude chart in the implant manual. No further complications were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative (rep). It was reported that it was confirmed that the patient had a baclofen overdose. The patient's pump was interrogated and the pump medication was titrated down by 10% by the attending neurologist and a manufacturer's representative. The patient was discharged. The patient's weight at the time was unknown.